Manufacturer narrative:
The tandem t:slim x2 user guide states, "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and experienced elevated blood glucose (bg) levels of over 300 mg/dl since starting on the pump. To treat the elevated bg level, the customer delivered a correction bolus on the pump and manual injection. System check with tandem technical support was performed and showed that the pump was performing as intended. However, the customer stated changing the pump settings on their own to address the elevated bg level. Additionally, the customer reported experiencing low bg levels in the 60's (mg/dl). To treat the low bg level, the customer consumed carbohydrates. Customer was referred to health care provider for possible factors that may affect bg levels.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on (B)(6) 2017. Two cartridge change sequences were completed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.